Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor. The motor was tested outside of the device, and it passed. The pump was received with minor scratches on the lcd window, cracked battery tube threads, and a broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value was in the 200 mg/dl range. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.